Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a primary audible alarm bgnd test was identified. A review of the 12-month service history showed no additional records during the previous year. The device underwent both visual and functional inspection, which revealed a chipped top case, a cracked bottom case, and a cracked plunger casing. The issue reported by the complainant was confirmed. The probable root cause was determined to be outdated software and an aging speaker assembly. The device was repaired by replacing the speaker and updating the software to version 1.6.5. Following repair and calibration, the device¿s functionality was verified through successful completion of power-up, plunger travel, occlusion, and flow accuracy tests. The software is now up to date, in accordance with fc056, with version 1.6.5 installed

Event description:
It was reported that there was a "primary background audible test" and "system failure: acv watchdog failure" was observed with a broken flange. The event occurred during testing. During investigation found primary audible alarm bgnd test in event history log. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.